Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing balloon in the silicone segment was confirmed per picture received. It was observed that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause was not identified.

Event description:
The customer reported that when the register nurse was infusing the last dose of chemotherapy through the patient's port the device alarmed for occlusion and a bubble was noted in the silicone segment of the tubing. It was known to the rn that the patient's port was difficult to flush. There was no patient harm.